Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was sticking. Customer declined troubleshooting from tandem technical support. No additional information was provided. Customer's blood glucose was 229 mg/dl.